Manufacturer narrative:
Date received by manufacturer: 20nov2019. Date of report: 25nov2019. The alternating current (ac) power cord was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the power cord revealed no signs of physical damage and contamination. From integrity and resistance testing of the power cord, it was determined that resistance reading in the ground wire was erratic, and varied as the cable was being manipulated. The reported condition was verified in testing - the resistance in the ground wire was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23oct2019. The manufacturer¿s international service technician replaced the power cord to address the reported problem. The power cord was returned to the failure investigation lab for further evaluation; results of evaluation are pending completion.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with a faulty power cord. There was no patient involvement.